Manufacturer narrative:
Other text: d3, g1, and g2 email is: (B)(6). One device was returned for evaluation. Visual inspection revealed a damaged lens, bubbled downstream occlusion (dso) seal, worn keypad, and damaged battery door. No evidence was available to review in the event history log. Functional testing could not replicate the reported issue; the pump alarmed as expected. The root cause was not able to be determined. No action/repair was needed as no problem was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient arrived at the clinic with investigational blinatumomab infusing. When patient arrived at clinic the bag was dry and there was air in the tubing beyond the air-in-line sensor. The pump read the remaining reservoir volume was 35ml, but there was 0ml in the bag, with 7ml in the tubing. The pump did not alarm for air-in-line. No adverse patient effects were reported by the customer.